Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant ionized calcium result of 3.5 mmol/l on a (B)(6) year old male with hyperglycemia and diabetic ketoacidosis. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record (DHR) confirmed that cartridge lot n21196 passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cartridge lot n21196.

Event description:
Na.